Manufacturer narrative:
The customer reported that the librelinkup app frequently fails to receive glucose readings. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of device model and os version for librelinkup app, restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a data-sharing connectivity issue with the abbott diabetes care (adc) freestyle librelinkup app in use with an unknown device, unknown operating system, and unknown application version. According to the caregiver, the app frequently failed to receive glucose readings. When readings were displayed, they appeared only briefly and with a delay compared to the expected timeframe. As a result, the customer was asymptomatic and received caregiver-administered treatment consisting of two glucose sachets. There was no report of death or permanent impairment associated with this event.